Event description:
I took an at home on/go test on (B)(6) 2022 at 9 pm it was negative. On (B)(6) 2022 at 9 am I took the 2nd test same negative results. About 2.5 hours later I had 104.6 fever and my body starting going into shock. Went to the ER, where I tested positive. (B)(6). FDA safety report ID# (B)(4).